Manufacturer narrative:
The event occurred in (B)(6). Product no longer available for return.

Event description:
It was reported the infusion set fell off from the patient's body. The patient was not sure why the infusion set fell off from the body. No adverse event was reported. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.